Event description:
Customer reports to have received a button error alarm. Customer reports that insulin pump got slightly wet. Customer's blood glucose was 322 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces and with moisture damage on the motor. No button error alarm during testing noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.